Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of delivery anomaly. The customer's blood glucose reading was 11.4 mmol/l. The customer stated that they received multiple no delivery alarms. The pump passed high pressure test and fill cannula. The customer stated that the pump stopped delivering insulin during cannula filling. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test, programmed fill cannula delivery. The insulin pump properly delivered the fill cannula delivery. No fill cannula delivery anomaly noted. However, the insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump was then programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had a scratched case.